Event description:
Nurse was priming the IV tubing with lipids. The nurse began "to flick" the IV tubing in order to get the lipids to advance through the line. The nurse also stretched the tubing to assist with this task. The tubing snapped off at the last part joint. Nurse surmised that it was a "bonding issue". Tubing sent to material management.